Event description:
Additional information received noted that the patient was presented with redness due to infection. The patient was stable post-surgery.

Event description:
Manufacturer report number: 2017865-2023-17648, manufacturer report number: 2017865-2023-17659. It was reported that the patient presented for a pacemaker system extraction due to infection. The pacemaker, atrial lead and right ventricular lead were explanted. A replacement leadless pacemaker was implanted. The patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.